Event description:
It was reported that the customer experienced high blood glucose levels due to occlusion alarms on the pump, leading to chest pain and shortness of breath. The highest recorded blood glucose (bg) level was approximately 468 mg/dl, with high ketone levels deemed dangerous by the healthcare provider. The customer delivered a correction bolus via the pump to initially address bg, and was subsequently admitted to the emergency room (ER). At the ER, healthcare providers administered intravenous fluids of saline and insulin to treat bg. Customer was discharged from the ER on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer changed pump supplies to resolve the occlusion alarms.